Manufacturer narrative:
(B)(4).

Event description:
The patient visited the hcp (healthcare professional) on (B)(6) 2011, due to a pump alarm and the patient complained of increased pain. The pump contained morphine and bupivacaine. The hcp interrogated the pump and noted a reset occurred and the pump was in minimum rate mode. The hcp attempted to update the pump to simple continuous mode. The hcp then received a motor stall message. The logs were checked and showed multiple resets/low battery resets. Per the pump logs, the first reset occurred on (B)(6) 2011. A pump replacement was planned. Additional information has been requested from the hcp, but was not available as of the date of this report.